Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips did not form. Case completed with another device of the same product code. There were no patient consequences reported. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.